Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the stryker sales representative reported that during a case using the alpha femur antegrade, both recon screws missed the nail". Update on december 1, 2025. "The case was completed using different screw holes 2x transvers and 1x gt screw."